Manufacturer narrative:
The reported field event of communication failure was confirmed. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A longevity calculation was performed and found that battery depletion was premature. No high current drain sources were found throughout bench and environmental stress tests. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery was analyzed by the manufacturer and found to be normal. The cause of premature battery depletion could not be determined. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented for routine implant of the implantable cardioverter defibrillator. Once the device was implanted, it was impossible to interrogate. The device was explanted and replaced. The patient was stable.